Manufacturer narrative:
Device analysis: visual analysis of the returned device noted "1 empty syringe of 1.0ml received in an opened tray without cap nor needle. No defect observed."

Event description:
Health professional reported that 1 syringe of juvéderm voluma¿ xc had ¿the syringe cracked and the needle came off the hub.¿ patient contact was made. No injury to patient, staff, or injector. The allergan packaged needle was used, and was tightened by hand.

Manufacturer narrative:
Further information from the reporter regarding the event, product, or patient details has been requested. No additional information is available at this time. Device labeling: precautions: ¿ juvéderm vollure¿ xc is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity, and performance of the product. ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection. Instructions for use: ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. How supplied: ¿juvéderm vollure¿ xc injectable gel is supplied in individual treatment syringes with 30-g needles for single-patient use and ready for injection (implantation). The volume in each syringe is as stated on the syringe label and on the carton. The contents of the syringe are sterile and non-pyrogenic. Do not resterilize. Do not use if package is open or damaged.

Event description:
Health professional reported that 1 syringe of juvéderm vollure¿ xc had ¿the syringe cracked and the needle came off the hub.¿ patient contact was made. No injury to patient, staff, or injector. The allergan packaged needle was used, and was tightened by hand.